Manufacturer narrative:
Device #2:investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00634.

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed and analysis shows no trend for item/lot number. Device history record reviewed and indicates the product met specifications when manufactured. Product not returned for evaluation. Removal of this component would be typical during this type of revision surgery. Product did not contribute to this event.

Event description:
Allegedly removed during the revision of another component.